Event description:
It was reported that the device was showing fault 4006. Additionally, during service and repair evaluation, the device could not generate or control negative pressure. No patient involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects. The functional evaluation found the device was unable to generate negative pressure, establishing a relationship between the reported event and the device. The root cause was determined to be a failed vacuum motor. The device also gave a 4006 error due to a depleted coin cell. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device could not generate or control negative pressure because the motor was leaking and it failed the vac. Decay test. Additionally it did not start-up correctly and was not free from critical errors because it displayed the message 4006. No patient harmed and no injury reported because this was found during service and repair.